Event description:
It was reported to philips that the battery pca was damaged. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 4 was found to be bent. Also, both the connectors j1 and j2 were contaminated.